Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without the product to examine, a determination of the root cause for the reported suture break could not be made. A review of the device history record for this lot did not produce any findings relevant to this event. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Procedural sheath 14f, procedural sheath 18f. Use in a heavily calcified and tortuous vessel. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Device #1 is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted bilateral arteriotomy closure of heavily calcified and tortuous left and right common femoral arteries (lcfa & rcfa) after an interventional abdominal aortic aneurysm repair procedure. Reportedly, after suture deployment in the lcfa, as the knot was advanced to the arterial surface, the suture broke. A vessel cut down was performed and the vessel was surgically sutured to achieve hemostasis. Reportedly, during device insertion in the rcfa, the device was advanced to far into the vessel causing the collar of the device to tear the artery. A surgical cutdown was performed and the vessel was surgically repaired. There were no reported adverse patient sequelae. Through requested, no additional information was provided.